Manufacturer narrative:
On 02/26/2019, a manufacturing record evaluation (mre) of lot number 66345 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a mentor memorygel breast implant 150cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by MRI. As a result, the patient will undergo bilateral explantation with no replacement on (B)(6) 2019.